Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal jaw became separated by the silicone boot during use. They stated no pieces of the device fell into patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal jaw became separated by the silicone boot during use. They stated no pieces of the device fell into patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Specific actions for the reported failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory on 04/17/2020. An investigation was conducted on 04/27/2020. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. The heater wire was observed to be slightly flexed away at the center of the hot jaw, but remained attached at the base and tip. No detachment of the heater wire was observed. The clear silicone was observed to be intact, no visual defects were observed. The tip of the jaws was observed to be slightly bent upward and not in its usual position. No other visual defects were observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" was confirmed as well as for the analyzed failure "material twisted/ bent shaft".